Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed error code e109, and the emergency lamp was not active. Additionally, the automatic brightness adjustment was not functional. There were no reports of patient involvement.